Event description:
A report was received that patient had an aspen fusion procedure. The ipg was explanted and a new ipg was implanted. The ipg was working and the patient could feel stimulation before the procedure. The physician used bovi during aspen procedure. Current physician implant manual warns against using bovi/monopolar electrocautery with the spinal cord stimulator. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn for evaluation as it was kept by the medical facility. A review of the manufacturing documentation of the explanted ipg found no anomalies and deviations potentially related to the event occurred during mfg. This is the final report.